Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had failed battery test alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was educated on alarm. The customer was advised to monitor the device.